Event description:
Arthrocare wand sparked as the doctor was testing it outside the patient. An alarm went off on the arthrocare quantum machine. Arthrocare wand ultravac 90 was removed from the or. All arthrocare wands of this style were removed from the or and given to arthrocare sales rep. All wands have been exchanged for a different model.a letter has been requested from the manufacturer related to the results of testing the first occurrence. Arthrocare machines were replaced by sales rep. For our older models prior to the first issue (total of 3 events have occurred). The first two occurrences were with the newer models. The machines were tested after the second occurrence and were ok. Sales rep. Exchanged the new models for newer models with upgraded software. The third occurrence happened with the newest model. The unit was checked by clinical and found to be ok. Awaiting responses for company.updates otained from the hospital: old model, atlas (never had a problem with these). New model, quantum I, rf 1200 had 2 incidents occur with these machines. Newest model (upgraded software) had 1 incident occur with this model.

Event description:
Arthrocare wand sparked as the doctor was testing it outside the patient. An alarm went off on the arthrocare quantum machine. Arthrocare wand ultravac 90 was removed from the or. All arthrocare wands of this style were removed from the or and given to arthrocare sales rep. All wands have been exchanged for a different model.a letter has been requested from the manufacturer related to the results of testing the first occurrence. Arthrocare machines were replaced by sales rep. For our older models prior to the first issue (total of 3 events have occurred). The first two occurrences were with the newer models. The machines were tested after the second occurrence and were ok. Sales rep. Exchanged the new models for newer models with upgraded software. The third occurrence happened with the newest model. The unit was checked by clinical and found to be ok. Awaiting responses for company.updates otained from the hospital: old model, atlas (never had a problem with these). New model, quantum I, rf 1200 had 2 incidents occur with these machines. Newest model (upgraded software) had 1 incident occur with this model.